Event description:
We grounded the patient with the thermogard plus abc pad and connected the argon handpiece to the machine. When the surgeon attempted to use the handpiece, it did not function. We initially suspected that either the grounding pad or the machine itself might be faulty. To troubleshoot, we placed a new grounding pad and considered the possibility that the machine was at fault. Since it was taking some time to locate a replacement argon machine, we decided to open a new handpiece to see if the handpiece was defective. Just as we opened the new handpiece, the replacement argon machine arrived. After connecting both the new machine and handpiece, everything worked as expected. Upon further inspection, the original argon machine appeared to be functioning properly, leading us to believe that the issue was with the handpiece.